Event description:
It was reported that the power module monitor port did not work, despite troubleshooting being attempted with multiple power module patient cables.

Manufacturer narrative:
Sections a1-a4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor port not working was confirmed. The returned heartmate power module (s/n: (B)(6)) was evaluated at the service depot. The unit was connected to test equipment and the reported event was confirmed, no communication was established with the system monitor. The issue was isolated to the main printed circuit board (pcb) and resolved after replacing the component. The serviced and repaired power module was returned to the customer site after passing all tests per procedure. The damaged main pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned power module main pcb further isolated the issue to compromised integrated circuit (ic) chips in the communication circuitry. After replacing the damaged ics with known working components, the system monitor communication issue resolved. The reported event was determined to be due to damaged components on the power module¿s main pcb; however, the root cause of how the damage occurred could not be conclusively determined through this analysis. The power module instructions for use, rev. B, section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use, rev. C, section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.